Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (silk, vicryl) used in this procedure? Citation: int j otorhinolaryngol head neck surg. 2017 jan;3(1):61-65; doi: http://dx.doi.org/10.18203/issn.2454-5929.ijohns20164504. [(B)(4)].

Event description:
It was reported via journal article title: role of montgomery t-tube in laryngotracheal stenosis. Author(s): rakesh b. S., bharathi m. B., amitha mallampati, sphoorthy g. Itigi. Citation: int j otorhinolaryngol head neck surg. 2017 jan;3(1):61-65; doi: http://dx.doi.org/10.18203/issn.2454-5929.ijohns20164504. The purpose of this retrospective study was to evaluate the outcome of laryngotracheal stenosis in patients undergoing montgomery t-tube insertion. During the period from jan2012 to dec2015, 39 patients (n=29 male and n=10 female; age ranged of 4-65 years) with grade iii or IV laryngotracheal stenosis were treated. Thirty two patients were treated with montgomery t tube stent due to long stenotic segment involving cricoid and tracheas, while 7 patients were treated by endoscopic methods. In montgomery stenting, the horizontal limb of the t-tube was secured with 3-0 vicryl and then closed the neck wound with 3-0 mersilk. Postoperatively, complications included surgical emphysema (n=50%), crusting (n=40.6%), granulation over stoma (n=12.5%), migration of tube (n=6.25%) and granulation at upper end of tube (n=3.1%). Two patients had recurrence of stenosis which required reinsertion of t-tube. In patient with granulation formation, the laryngeal stent was reinserted at a lower position with application of a laser to remove granulation. Cases of surgical emphysema subsided on its own and only few required removal of few sutures near the stoma. Crusting can be addressed by daily instillation of 1 cc to 2 cc of normal saline into the t-tube¿s lumen and cleaning of the extraluminal limb with a q-tip soaked in 1/2 hydrogen peroxide is recommended in the first 1 or 2 postoperative weeks. Stenting remains a relatively conservative treatment, is successful in a proportion of cases. Although there are complications associated with the t tube it is always easily manageable and are not usually life threatening.